Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the device alarmed compromised force sensor system alarm. Customer's blood glucose was 191 mg/dl. Device was squirting out insulin during manual prime. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professional's instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump was unable to prime and alarmed compromised force sensor system during the prime test due to a faulty force sensor resistor. Unable to perform the basic occlusion, occlusion, excessive no delivery and displacement tests due to the compromised force sensor system alarm. The pump passed the unexpected restart, self test and all operating measurements. However, moisture damage was found on the electronic and motor assembly. The pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip and cracked battery tube threads. The pump was received without the original belt clip. No damage was noted on the belt clip slot. No moisture damage inside the reservoir tube noted.